Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer and philips field service engineer reported that the 12-lead ECG could not be obtained. There was no report of any negative pt impact. This investigation remains open.